Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error 1770. There was no patient involved.

Manufacturer narrative:
One cadd® cadd-legacy® 6400 pump was returned for analysis in good condition. Upon review of the device history log, it was unable to be downloaded. The device was then powered up and alarmed ec 1720; indicating an issue with the back-up capacitor. Based on the evidence, the complaint was confirmed but the root cause is unknown. However, the primary problem was found to be the back-up capacitor.